Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that intra-op, the tip of the instrument broke. The product came in contact with the patient but no fragment left inside the patient. No patient complications were reported as a result of this event.